Event description:
Spontaneous communication from (B)(6), pharmacist at (B)(6) medical center, who stated the patient is admitted to the hospital due to her intravenous line coming out. Unknown if md aware. Date of admittance/ discharge or current length of hospitalization is unknown. No further info/details or dates available. IV remodulin patient. Reported to (B)(6) by health professional.